Event description:
Event description boston scientific received information that the patient formerly implanted with this implantable cardioverter defibrillator (ICD) requested to be taken off of any boston scientific mailing lists after receiving a letter describing the purchase of guidant by boston scientific. Additionally, the patient reported their device was explanted a year ago because it wasn't working.